Manufacturer narrative:
The product associated with this reported event was not returned for examination. A search of the complaint database did not show any other reports against the product lot code. The investigation could not draw any conclusions about the reported event without the product to examine; however, provided information stated femoral rotation was a contributing factor. Additional provided information stated the product was not suspected of failing to meet specifications or being a contributing factor to the event. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address patella subluxation due to incorrect femoral rotation.